Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper case and two side bail covers were broken, the lower case was broken and contaminated, the battery release and lead flex cover were contaminated, the battery contacts were compressed, two side bails and the ring were missing and the battery drawer and keyboard pad were contaminated. The device was to be scrapped in-house. (B)(4).